Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿experienced a discrepancy in results¿ with the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿got different results from the two tests included in spite of them looking visually identical.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. H3 other text : see h10.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false postive occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer experienced a discrepancy in results with the veritor at home kit. If so, do they know which clinical study: n/a. Problem description: ¿. I got different results from the two tests included in spite of them looking visually identical." Date of event or issue: (B)(6) 2021.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer experienced a discrepancy in results with the veritor at home kit. If so, do they know which clinical study: n/a. ¿ problem description: ¿. I got different results from the two tests included in spite of them looking visually identical." ¿ date of event or issue: (B)(6) 2021.